Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock while the patient was at rest. The patient was subsequently hospitalized until device change out can be performed. Device therapy was programmed off. No additional adverse patient effects were reported.